Event description:
It was reported that the patient¿s wound dehisced about 10 days post implant of the implantable neurostimulator (ins). The wound was packed and irrigated and had healed well. An infection was noted and its primary location was localized to the area around the ins. The patient had a routine clinic visit and complained of tenderness. Erythromycin was given to the patient. The infection got worse and it was decided to explant the system. Cultures were taken from wound swabs, aspirated fluid, and tissue specimens taken at the time of explant. Heavy growth of (B)(6) sensitive to erythromycin was cultured. The patient was to be re-implanted approximately 3 months after explant. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0207576868, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).